Event description:
It was reported to boston scientific corporation on may 5, 2022 that a lighttrail reusable laser fiber was used in a lithotripsy procedure for a stone treatment in the ureter performed on an unknown date. During the procedure, the laser fiber burned due to a failure on the laser voltage. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported by a physician. The reported healthcare facility is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.